Event description:
In 2006 the lay user/pt contacted lifescan alleging that the one touch ultra was reading inaccurately low compared to an ambulance's meter. The medical affairs specialist spoke with the pt 5 days later to obtain/verify info. In 2006 the pt got a "201 mg/dl" on her meter while having a bad headache and was very thirsty. She called the ambulance, which arrived in about 5 minutes. They tested her and got "344 mg/dl" on their meter. Prior to receiving medical attention, the pt did not take any further actions following the use of the meter. The pt was taken to the hosp by the ambulance and arrived at the hospital around 10 or 11 pm. At the hosp, the pt got a reading in the 400's mg/dl and was treated with insulin. The pt was released around 1am. On the day of the event, the pt did not make any changes to her diabetes medication (lantus and insulin r). Later that night, the pt was released around 1 am. The customer care advocate verified the following: the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. The pt was unable to run a control solution test at the time of the call. The meter, test strips, and control solution were replaced. The pt eventually required insulin treatment at the hosp due to hypoclycemia.